Event description:
It was reported that the customer has been hospitalized three times. It was stated that the doctor took the customer off the insulin pump as doctor did not know what was wrong, and the doctor requested the device be replaced. Advised the caller that the customer should revert to back up plan. The father stated that the insulin pump was dropped prior to the event. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.